Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the device dropped the clips before inserting them into the pt's body. There was no pt consequence.

Manufacturer narrative:
Device not returned for analysis.